Event description:
It was reported during a laparoscopic nissen fundoplication while using the 511sd two trocars were opened and insertion through abdominal wall was attempted but the trocars would not stay armed. There was no consequence to the pt. 12/3/97 the rep reported there were three trocars that would not arm but only two trocars were saved and are being returned. A fourth trocar was opened to complete the case without incident.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, ab)nonconf; flapper door functional, ab)conforming and lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "trocars would not stay armed" during surgery occurred. Two instruments were received. Instrument (a) was tested and would not arm as received, instrument (b) was tested and was found to arm intermittently. The obturator handle welds were measured and were found to be skewed. The obturator handle is welded during the assembly process.